Event description:
Joint swelling [joint swelling] joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a physician, regarding a (B)(6) old female pt, initials (B)(6). With osteoarthritis. The pt's medical history was significant for use of synvisc without any occurrence of adverse drug reactions. On (B)(6) 2011, the pt initiated the second course of treatment with synvisc (1 syringe per injection for 3 consecutive weeks). The synvisc lot number was n1116. On (B)(6), following the first injection, the pt developed swelling. On an unspecified date, in (B)(6) 2011, joint fluid was aspirated. The action taken with synvisc was none. On an unspecified date, steroid injection was given to the pt. On (B)(6) 2011, the event of joint swelling had recovered. In addition, it was reported that after the third injection of synvisc, administered on (B)(6) 2011, swelling had reoccurred. The outcome for the event of joint effusion was not provided and that of joint swelling was unk. Concomitant medications were not provided. The intensity for the event of joint swelling and joint effusion was not provided. The relationship between synvisc and the event of joint swelling and joint effusion was reported as probable by the physician.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report.